Event description:
A pt in a hosp bed sustained a broken leg as a result of her leg being caught between the mattress and side rail. No product failure has been alleged. The pt has a history of osteoporosis and fractures.